Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: both males and females. Date of event: unknown, not provided. Serial#: unknown/not provided. Catalog#: partial catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; if explanted; give date: unknown/not provided. The shunt products are not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Netland, p.a., rhee, d.j., clinical ophthalmology 2016: 10 pages: 547-553. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication compared eyes that were implanted with either an ahmed valve or the baerveldt 350. 29 eyes were implanted with baerveldt, and all 29 eyes developed tube erosion. The study states 5 eyes lost more than 2 lines of bcva post operatively, however, it is not clear with which product these eyes were implanted.